Manufacturer narrative:
Of the 12 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to a bad force sensor. This report is processed under exemption number e2105053. This MDR report is part of the (B)(4) program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranges from 8-73 years of age and between 73 and 221 pounds. Of the reported patients, 5 were male, 7 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there was 1 instance of load step malfunction failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.